Event description:
It was reported the procedure was being performed on a (B)(6) female pt in labor and delivery. The catheter was being placed into the pt's lumbar region. The physician experienced difficulty advancing the initial catheter and stated that the needle felt different and possibly sharper than usual. He retracted the first catheter while leaving the needle in place because he didn't want to loose his placement. He was then able to place the subsequent catheter without any problem. Upon exam of the original catheter, he noticed that a piece of it had sheared off and was possibly still in the pt. The pt underwent a cat scan and it was confirmed part of the catheter remains in the pt in the l2 region. The physician in neuro recommends they leave the catheter in place. There was a delay in treatment with no pt harm and no pt death was reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.